Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal ipg replacement on (B)(6) 2026, one of the leads came in contact with the bovie knife and was damaged. As a result, patients lead was explanted and replaced to address the issue.